Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "09 june 2024, the doctor opened the package and found the swg kinked prior to the patient. Involved 1 pc."

Manufacturer narrative:
(B)(4). The customer returned one, opened cvc kit including one guide wire within its advancer and the guide wire cap for analysis. The guide wire cap was not on the guide wire assembly upon return. No obvious signs of use were observed. The guide wire was observed to have two kinks on the distal j-bend. The distal j-bend was misshapen but intact. Microscopic examination confirmed the kinks in the guide wirebody. Both welds were present and were observed to be full and spherical. During full assembly, the kinking in the guide wire would have been located within the guide wire cap during packaging, shipping, and storage, protecting it from damage. No other defects or anomalies were observed on the returned guide wire assembly. The kinks in the guide wire were located 6 mm and 8 mm from the distal tip. The overall length of the guide wire measured 602 mm, which is within the specification limits of 596-604 mm per guide wire product drawing. The outer diameter of the guide wire measured 0.793 mm, which is within the specification limits of 0.788-0.826 mm per guide wire product drawing. The guide wire was functionally tested per the product instructions-for-use (IFU). The IFU provided with this kit instructs the user, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." The guide wire was advanced through a lab inventory ars and a lab inventory 18ga introducer needle to functionally test the guide wire. The undamaged portions of the guide wire passed through both components with little to no resistance. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed, and no relevant findings were identified. The instructions-for-use (IFU) provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The instructions caution, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained, and further consultation requested." The report that the guide wire was kinked was confirmed through complaint investigation of the re-turned sample. Two kinks were observed on the j-bend of the guide wire body. The guide wire met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. During normal assembly, the kinked portion of the guidewire would be protected within the guide wire cap of the advancer assembly. Based on the customer report and sample received, the probable root cannot be determined as it cannot be confirmed when the damage occurred. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported that: "(B)(6) 2024, the doctor opened the package and found the swg kinked prior to the patient. Involved 1 pc."